Event description:
It was observed that during the device evaluation, the image of the subject device was out of field view and there were minor scratches on the distal edge. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: image out of field view and minor scratches on distal edge were found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to bent outer tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.